Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that during a cryo ablation procedure, when the mapping catheter was advanced to the left superior pulmonary vein (lspv), it was noted that the "ring-shaped" loop was broken. The mapping catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot number 225876813 was returned and analyzed. Visual inspection of the loop segment area showed the loop was kinked/twisted near the electrode 1. The user may have experienced insertion difficulties due to this issue when introducing the mapping catheter into the balloon catheter. Visual inspection of the pebax tubing area showed the pebax tubing was intact with no apparent issues. No damage was observed along with the pebax tubing section of the mapping catheter. Visual inspection of the electrodes showed the electrodes were intact with no apparent issues. All electrodes exist on the loop section and no cosmetic issue or anomalies were identified. Visual inspection of the shaft segment area showed the shaft was broken approximately 0 inches from the lemo connector. Inspection also identified broken wires at the broken shaft area. Visual inspection of the introducer showed the introducer/ loop straightener was removed from the returned mapping catheter. Visual inspection of the lemo connector showed the lemo connector was intact with no apparent issues. No damage or any other issue was observed along with the lemo connector. The insertion test in the balloon catheter could not be performed due to the broken shaft. In conclusion, the repor ted kink was confirmed through testing. The mapping catheter failed the returned product inspection due to the kink observed at the tip/loop of the pebax tubing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.